Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly and corroded motor assembly noted during visual inspection. Unit received with cracked case (battery tube). The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has water damage. Customer's blood glucose at the time of the incident was unknown. The device had been returned for analysis.